Event description:
It was reported that the patient received 39 inappropriate shocks due to noise. Conductor fracture was suspected. Oversensing and high impedance were also reported. The pace/sense portion of the high voltage lead was replaced with a chronic capped pacing lead that was utilized again for sensing and pacing. It was further reported that there was high svc impedance and an svc coil fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: (B)(4): we did receive performance data from the device and have analyzed the data. Max svc impedance increases to >10,000 ohms during week ending (B)(6) 2010. Min svc rose out of range the following week.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.